Event description:
It was reported the plastic caps at the top of the siderail are splitting and breaking off. It is alleged an anesthetist pinched his index finger in this opening when the siderail was being pulled up and allegedly fractured his index finger, required sutures to reattach the finger, and fingernail removal.

Manufacturer narrative:
Over the years, several notifications have been sent to customers to remind them to maintain their siderails and ensure they were functioning properly. This is illustrated within the maintenance manual's preventive maintenance section with the following annual pm check: "siderails move and latch properly." Finally, the following warning is stated in the operations manual "when lowering the siderail to the collapsed position, keep extremities of pts and staff away from the siderail spindles or injury could occur."